Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and 5 by functional testing, each used to draw 10 tubes with colored water, and no issues were observed relating to unable to retract and leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes unable to retract and leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that during use with a bd vacutainer® safety-lok¿ blood collection set the safety feature was difficult to activate and leakage occurred. The following information was provided by the initial reporter, translated from french to english: the needle does not retract blood flows from the needle

Event description:
It was reported that during use with a bd vacutainer® safety-lok¿ blood collection set the safety feature was difficult to activate and leakage occurred. The following information was provided by the initial reporter, translated from french to english: the needle does not retract. Blood flows from the needle.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.